Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Unit was evaluated and no device malfunction was found. Issue related to interference from a central station purchased from another company. All systems restored.